Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings between 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl or greater than 500 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl and a "hi" display message indicates a reading greater than 500 mg/dl. The date entered is the date abbott diabetes care became aware of the event as the manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A hospital reported that a specific adc test strip lot was producing erratic readings across the hospital when used with different adc meters. It was reported that readings of <20 mg/dl and >500 mg/dl were received when using strip lot 4c785h when attempting to obtain patient results and that multiple tests were being performed (within 10 minutes) in order to get a valid test result. The reporter provided data documenting reading comparisons taken between (B)(6) 2017 through (B)(6) 2017. Multiple sets of readings when plotted on the parkes error grid fell into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (Initial reported email address) was inadvertently omitted from the initial MDR 30 day report.

Event description:
A hospital reported that a specific adc test strip lot was producing erratic readings across the hospital when used with different adc meters. It was reported that readings of <20 mg/dl and >500 mg/dl were received when using strip lot 4c785h when attempting to obtain patient results and that multiple tests were being performed (within 10 minutes) in order to get a valid test result. The reporter provided data documenting reading comparisons taken between (B)(6) 2017 through (B)(6) 2017. Multiple sets of readings when plotted on the parkes error grid fell into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.